Event description:
On an unk day, during a call involving a pt, the device assessed, charged and advised a shock be given. The button was pushed and the device announced "shock delivered" but the attending officers felt that no shock was delivered.